Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with handpiece sensor fault. Cause of sensor fault is a defective electronic component. All buttons are disabled when a handpiece sensor fault occurs. The complaint of button malfunction was confirmed and the root cause has been determined to be defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the motor drive unit forward and oscillate buttons were not working. No case was involved. Results of investigation have concluded the mdu functional evaluation revealed a hand piece sensor fault; therefore, makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.